Event description:
A healthcare facility in (B)(6) reported that the hc500 humidifier does not have an audible alarm. They have further requested a repair of the device. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint hc500 humidifier was returned to our service center in I(B)(4) where it was visually inspected and switched on by a trained fisher & paykel healthcare (fph) service technician. The damaged components were then sent to fph in (B)(4) for further investigation. Results: visual inspection revealed cracks on the front and rear cases of the returned hc500 humidifier. During initial power up the humidifier displayed all appropriate indicators but did not emit any audio. The speaker on the control pcb was noted to be cracked. A lot check revealed no other complaints of this nature for lot 070418. Conclusion: based on the inspection carried out the damage noted to the speaker was most likey due to some form of physical impact. The operating manual that accompanies the hc500 humidifier warns the user to never operate the hc500 if any part of the hc500 is dropped or damaged or dropped into water. The complaint device was fitted with a replacement control pcb and was returned to the customer after passing the safety and performance checks.

Event description:
A healthcare facility in (B)(6) reported that the hc500 humidifier does not have an audible alarm. They have further requested a repair of the device. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The complaint hc500 humidifier was recently returned to our service center in (B)(4) for repair. Our investigation is currently in progress and we will provide a follow up report upon completion of our investigation.